Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, the irrigation path was obstructed. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure a farawave was selected for use. During procedure, the irrigation path was obstructed. The catheter was replaced, and procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. It was furthe reported that during the insertion of the catheter into the patient, the physician couldn't flush or irrigate by the irrigation way whereas it was ok by the main way of the catheter.